Event description:
A malfunction alarm with code "malf 12" was reported, but the customer confirmed that it did not cause their blood glucose level to exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and after resetting, the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if any issues reoccurred. The issue reoccurred and the pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.